Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial connector portions of the lead were returned in 3 pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
Related manufacturer reference number:2017865-2023-50118, related manufacturer reference number:2017865-2023-50119, and related manufacturer reference number:2017865-2023-50120. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was heart failure.